Event description:
Hospital emergency room personnel responded to a patient described as in full cardiac arrest. The patient was connected to a defibrillator with the device and disposable defibrillation electrodes for defibrillation therapy. According to the reporter, no energy was transferred to the patient. The device was removed and the defibrillator's hard paddles were used to continue the code. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion onthe attending clinician's assessment of the patient's viability and the immediate availability of the defibrillator's hard paddles.